Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently, the patient was placed under general anaesthesia and under went skin revision surgery to remove excess tissue at abutment site (date not reported).